Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the lateral buttons rubber on the infusion device is used up and partially broken. Patient stated that as a result both of the lateral buttons sometimes do not work. Patient reported they have to be pressed several times before the respond. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion - the complaint cannot be verified due to careless handling of the product. Result the softcomponents of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The functionality of the buttons was tested successfully and complies with the product specification. The problem mentioned by the customer is related to careless handling of the product.